Event description:
During implantation of screw into patient's mandible, the screw broke off at the screw head using a ratchet driver. The screw shaft was unable to be retrieved and still remains in the patient's bone. No secondary surgery is scheduled for removal.

Manufacturer narrative:
The actual device was not available for return; therefore no proper physical evaluation could be performed on the device. However, product history records were able to be reviewed based on the lot number provided and revealed no abnormalities. An investigation was also performed based on complaint statistics and it was determined that the complaint percentage falls well within the product risk limits adhered to by the manufacturer. With no actual device to physically evaluate, the root cause for the breakage cannot be determined at this time. If further information is gathered that could add value to the content of this report, an additional follow-up report will be submitted.